Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent a revision procedure and was doing well postoperatively.